Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed that bolus tests were performed prior to returning the pump to smiths medical; no errors were found to be recorded in the log. Functional testing involved accuracy testing and showed the pump to be delivering within the manufacturing specification of +/-6%. Further investigation found that the alarm sensors were operational and alarming within specification. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "-10.35%." No adverse effects were reported.